Event description:
The reporter stated that the surgeon inserted the first lens. The lens was removed without enlarging the incision due to the lens tearing when exiting the cartridge upon insertion into the eye. No patient injury. The second lens did the same. Surgery was completed using another lens. The same injector and cartridge was used for both lenses.